Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
During routine maintenance it was identified he device did not produce sound. The speaker was defective. The speaker was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).